Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 499 mg/dl on (B)(6) 2022. Customer current blood glucose was 146 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode smart guard feature was not active at time of high blood glucose event. The insulin pump will not be returned for analysis.